Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered that the right atrial lead exhibited noise leading to oversensing and triggering auto mode switch episodes. Programming changes were made. The patient was in stable condition and will continue to be monitored.